Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and within the stat gard sleeve. The extender tubing and a non maquet sheath were also returned. No blood was observed inside the iab catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the stat gard seal, balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. Blood may enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention so blood does not spray over the user and patient. However the reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood was seen in the sleeve of the iab. This was noticed after moving the patient to the ICU. The patient was asked to pull the sleeve slightly from the sheath and therapy was continued. There was no patient harm or adverse event reported.